Event description:
Customer reported that her insulin pump was not giving her low blood glucose alerts. The customer stated her blood glucose was 47 mg/dl and there was no alerts. The customer also reported calibration error alerts. She was advised the alert could be due to her sensor glucose and blood glucose readings being off. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.